Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement procedure, the sheath was allegedly found broken. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the that are cleared in the us. The pro code and 510 k number for the MRI power port isp are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Bunching was noted throughout the distal portion of the peel-apart sheath. Deformation was noted to both the distal end of the sheath and distal tip of the vessel dilator. The edges were noted to be jagged. Therefore, the investigation is confirmed for the identified sheath and dilator deformation issues and unconfirmed for the reported fracture issues as more specific damages deformation were identified during investigation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the MRI power port isp. It was reported that during procedure, the sheath was allegedly found broken and also confirmed that there was a deformation due to compressive stress. There was no reported patient injury.

Event description:
It was reported that during port placement procedure, the sheath was allegedly found broken. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D4 (medical device lot number), g3, h6 (method) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.